Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 12:00 pm after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. The end user performed a blood glucose test with her prodigy diabetes meter and received a result of "hi". She did not experience any significant symptoms but out of concern for the high reading the end user was taken to the ER. Upon arrival to the hospital a blood glucose test was performed with the hospital's meter and the result was 240 mg/dl. Subsequently no further testing or treatment were administered. After 2 hours in the ER the end user was discharged with no additional instructions. No additional details were provided in regards to this medical event.